Event description:
It was reported that the¿inner sheath¿had¿broken ceramic end of tube. ¿the issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d8, d9, g1, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken ceramic end of tube was due to broken ceramic tip olympus will continue to monitor field performance for this device.

Event description:
No additional information received.